Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for unknown indications for use. It was reported that the reason for the call was that patient reported unexpected stimulation. Patient said since the beginning of getting the device they only felt stimulation in the left side of their bicycle seat. Agent reviewed information about stimulation sensation. Patient said currently the stimulation was comfortable but there was one time when the manufacturer representative had turned the stimulation up and the stimulation was too high. Patient also mentioned that they had adjusted their settings and there had been a time when they had urgency, and they realized that the therapy had been off and once therapy had been turned back on, they realized how much the device had been helping them. Patient said they were coming up on their annual appointment with their doctor, and they would talk to their doctor about their settings. Patient said they had called the representative back in (b)(6) 2026 to tell them about only feeling stimulation on their left bicycle seat area and the representative didn't call them back until months later so they didn't want to talk to the representative. Patient confirmed they were getting a 50% or better reduction in symptoms. The patient mentioned that they had a stroke (not alleged to be related to the device) and said that they had MRIs after the stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.